Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number 3006705815-2021-01904, 3006705815-2021-01906, 1627487-2021-13373, 1627487-2021-13374. It was reported that the patient has staph infection in the blood that originated from an tooth abscess. The patient was admitted into the hospital where the scs system was explanted on (B)(6) 2021. The patient was placed on antibiotics and will have a PICC line implanted until the physician confirms the infection is cleared.

Manufacturer narrative:
A patient had their system explanted due staph infection in the blood that originated from a tooth abscess was reported to abbott. The patient was placed on antibiotics. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.